Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous implant. Implant was placed in site #19 on 1/29/97. Implant was later removed on 4/15/97 due to infection. The clinician has been asked for add'l info regarding this event.